Manufacturer narrative:
(B) (6. )the returned valve should be analysed.

Event description:
It worked properly for the first 3 days. As the pt suffered from hypodrainage, they changed the pressure setting to 30 but it naturally changed to 200 in less than 10 hours. This kind of event occurred 3 times within a week. On 27th, they confirmed that the flow has stopped at the peritoneal side. On 28th, they replaced the valve. They want to know if the self-locking system works well and if it is occluded.